Manufacturer narrative:
(B)(4). Inflammation. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: monocryl (polyglecaprone 25) suture pds ii (polydioxanone) suture.

Event description:
It was reported that a pt underwent a bilateral brachioplasty procedure on (B)(6) 2010 and suture was used. Two to three weeks after the procedure, the pt experienced a minor wound dehiscence, knot spitting and an inflammatory response with shooting pain, muscle spasms, edema, erythema. The pt returned to the surgeon's office for multiple follow ups for treatment. Wet to dry dressings were performed and antibiotic ointment was used twice daily. Currently, the pt still has open wounds, knot spitting, edema, erythema, and muscle spasms.